Manufacturer narrative:
The patient's gender is unknown. History record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received indicated table intubation of the left main stem with a 6f ebu 3.5 guide catheter. Very difficult to insert an atw wire into the vascular periphery of the rd1 and a galeo wire into the vascular periphery of the lad. First repeated dilatation of the severe exit stenosis of the rdg1 with a mini trek balloon (2.0 x 8 mm). This resulted in good reduction of the diameter of the stenosis. Then dilatation of the proximal unknown in-stent restenosis. Dilatation once of the stenosis of the lad with a trek balloon (3.0 x 25 mm). Here inflation at 12 bar over 60 seconds. This resulted in reduction of the diameter of the stenosis to 30%. Renewed clear increase in stenosis of the rdg 1. The previous mini trek balloon is introduced again, but does not deviate into rdg.1 but follows the course of the lad. After withdrawal of the balloon into the guiding catheter, the rdg. 1wire is withdrawn. It is, however, clear that the radiopaque tip of the ats wire has not changed position. The radiopaque tip has loosened itself from the actual guide wire and is in the vascular periphery of the rdg.1 after intubation of the rdg 1 with a further ats wire, attempts were made to recover the wire fragment. To do so a mini trek balloon (1.2 x 12 mm) was introduced into the vascular periphery of the rdg.1. Even by performing manipulations with the inflated balloon it was not possible to recover the wire fragment so that we decided to leave the tip of the ats wire in situ. Finally a kissing balloon manoeuvre was performed with in each case a drug-eluting balloon in the lad/rd 1 (rd pantera lux 2.0/15 mm, lad pantera lux 3.0/30 mm). Inflation of both balloons over one minute in each case to in each case a maximum of 7 bar. In the final control angiography there is a very good result, in which the lad displays a maximum 30% residual narrowing. The diameter of the stenosis of the rd has practically been reduced to 0. No signs of a flow-relevant dissection. Good contrast medium outflow. The patient was symptom-free with stable circulation for further monitoring with a 6f drain in place in the left groin for further monitoring on the cardiology intensive care ward. Removal of the 6f drain after the heparin effect has worn off. Dual platelet aggregation inhibition with clopidogrel and asa for four weeks. Regular specialist cardiological control follow-up examinations. Reangiography in approx. 3 months with the question of whether there is renewed restenosis in the lad. Complaint conclusion: during a percutaneous transluminal coronary angioplasty, the radiopaque tip of an atw guidewire detached and remained in the patient¿s vascular system. The patient is reported to be ¿fine¿ with no negative consequences noted during routine follow-up in (B)(6) 2014. Procedural films were received and sent for independent review. The review noted that ¿the case referred, (B)(4) included a single cd rom and a written dictation. The case in context revealed evidence of severe lad disease with in-stent re-stenosis and an intraluminal filling defect in the mid-left anterior descending. The vessel was not heavily calcified and exhibited a long segment of disease proximal to this. Timi grade 3 flow was noted. The diagonal exhibited a 90% ostial stenosis and was small to moderate in caliber. Timi grade 2 flow into this vessel was noted. The patient underwent intervention of the lad using an ebu guide and an atw wire was selected and advanced into the diagonal apparently with difficulty. The second wire, being a galileo wire, was positioned in the distal lad and a balloon angioplasty was then performed at the diagonal ostium. The use of a mini tree 2.0 by 8 millimeter balloon into the diagonal was followed by a good angiographic result and then attention to the lad in-stent re-stenosis was carried out with a 3.0 by 25millimeter balloon. There was a plaque shift into the ostium of the diagonal and then re-intervention to the diagonal ostium was carried out. Of note, angiographically it was noted that the wire in the diagonal had appeared to knot itself in the distal aspect of the diagonal branch which was small in caliber and, upon attempts at removal, the distal tip was avulsed. Multiple attempts to retrieve this wire fragment were unsuccessful and, after considerable effort, the procedure was abandoned. I believe technical factors of distal wire position and allowing the wire to knot on it led to this complication. This case highlights the importance of distal wire visualization and care to avoid the distal wire from becoming trapped in the microvasculature. In this situation, if force is applied, it is not uncommon for the wire to break at the transition point and it is extremely difficult to be retrieved as the distal vessel spasms over the wire. An avoidance of this complication is imperative. Final assessment: the patient had a complication with the avulsed of a distal wire fragment likely due to excessive force used to attempt to remove the guide wire after it knotted upon itself in the distal microvasculature. The patient did not suffer any untoward complications; the patient is referred for repeat angiography.¿ the product was not returned for analysis. DHR review was conducted and revealed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer ¿distal tip fractured/separated in patient¿ was confirmed by independent film review. Based on the information available and independent review the patient¿s difficult anatomy and procedural manipulation may have contributed to the reported event. Therefore no corrective action will be taken at this time.

Event description:
During a percutaneous transluminal coronary angioplasty to an unknown vessel, the radiopaque tip of an atw guidewire detached and remained in the patient¿s vascular system. During retraction of the wire, the tip stayed in the patient¿s vessel. There was no resistance or friction observed. Patient is fine. During routine checkup of the patient in (B)(6) 2014 there were no negative consequences detected.